Event description:
Procedure type: donor nephrectomy. According to the reporter: during the procedure, the device became dull and could not cut well. A new device was opened to complete the procedure. There was no unanticipated tissue loss. No tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).